Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one each hydro gw std s 150-035 guidewire; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents skive/cut damage in a proximal to distal orientation, located 6.70 to 19.15cm from the distal tip with approximately 11.05cm of the metallic core wire exposed. At this time it is not possible to determine an exact root cause for the event as reported; however, based on the evidence presented by the sample and the information provided by the supporting documentation it appears that procedural and/or clinical factors appear to have impacted on the event as reported.

Event description:
Note: this report pertains to the first of two devices used during the procedure. Medwatch report 2126666-2016-00042 captures the second device. Event description: during the case they used two different guidewires and both became damaged. One started to unraveled and the coating came off. The second one, the silicone got into patient. They sent patient for a CT- scan, MRI and they are hoping that there's no complications from this that will arise, they already sent patient home. Caller doesn't know which device started to unravel and which one got into patient since both products were packaged in on the same container.